Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving higher readings on their adc device scan versus readings obtained on a competitor brand meter. Customer reported sensor scan results of 249 mg/dl and 281 mg/dl compared to competitor brand meter results of 49 mg/dl, 3.2 mg/dl, and 50 mmol/l respectively. Customer reportedly experienced diaphoresis and was unable to self-treat requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving higher readings on their adc device scan versus readings obtained on a competitor brand meter. Customer reported sensor scan results of 249 mg/dl and 281 mg/dl compared to competitor brand meter results of 49 mg/dl, 3.2 mg/dl, and 50 mmol/l respectively. Customer reportedly experienced diaphoresis and was unable to self-treat requiring unspecified third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.